Event description:
Pt presented in emergency dept with complaint of weakness and "unable to walk" for 2 days. Chest x-ray revealed fractured pacer lead. Taken to the or for replacement. No adverse outcome for this pt.